Event description:
A medwatch report was submitted by a user facility (B)(6) that stated the following: "during the biopsy of the pt's breast, the plastic sheath was sheared off the needle and remains in the pt's breast."

Manufacturer narrative:
Info on biocompatibility of the marker guide, sleeve and applier tube used in micromark ii tissue markers was provided on (B)(4) 2012, to the doctor in charge of the procedure associated with this event. No eval of the device or its associated batch record has been completed, as neither the lot number, nor the actual device has been provided.